Event description:
The customer reported no system blast flags for one patient sample involving the unicel dxh 800 coulter cellular analysis system. The customer performed a manual differential and obtained 27% blasts. Flow analysis was performed and also confirmed the presence of blasts. The customer indicated the blasts were small and categorized them as l1 (according to (B)(6)). Flow analysis classified the blast cells a b-cell acute lymphocytic leukemia. The questioned results were not released out of the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) verified multi-transducer module (mtm) alignment using latron control, 6c and retic controls recovery, and body fluid controls; all results were acceptable. The fse completed instrument verification and no system issues were noted. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. A definitive cause of the event is unknown.

Manufacturer narrative:
Raw data files were provided by the customer. Per analysis, the lymphocyte population appears slightly elongated on the rls (rotated light scatter), but it is not significant enough to produce a system flag; all other populations appear normal. The algorithm did not set a blast flag since there were no significantly abnormal patterns.